Manufacturer narrative:
Attempts to contact patient (user) to gain additional information about the event and suspect device were unsuccessful.

Event description:
The patient stated he had a urinary tract infection but not a hundred percent sure if it was caused by the catheters. Patient stated he did see his doctor for this issue and it is now resolved. No specific device problem was reported.